Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The repeat testing was performed on other cobas e 801 analytical unit analyzers including serial numbers (B)(6) and (B)(6). The field service engineer checked the analyzer but did not find any issues. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 analytical unit. Patient 1: the initial result was 75.6 pg/mland was reported outside of the laboratory. The patient then had repeated troponin t testing with results of 8.5 pg/mland 4.3 pg/ml. Based on these result, the original sample was repeated and the result 12.2 pg/ml. On (B)(6) 2024: patient 2 initial result was 75.60 pg/ml and the repeat results on another analyzer were 12.20 and 7.49 pg/ml. Patient 3 initial result was 25.50 pg/ml and the repeat results on other analyzers were 12.90, 15.20, 5.35, and 4.78 pg/ml. Patient 4 initial result was 23.70 pg/ml and the repeat result on another analyzer was 3.60 pg/ml. Patient 5 initial result was 9.18 pg/ml and the repeat result on another analyzer was 14.20 pg/ml. Patient 6 initial result was 66.70 pg/ml and the repeat results on other analyzers were 81.80, 15.80, and 15.90 pg/ml.

Manufacturer narrative:
D4 expiration date was updated. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present because the qc before the event was within ranges.